Manufacturer narrative:
Reported issue was unable to be replicated in investigation. It is possible the sensor was affected by liquid ingress and dried prior to investigation. The device worked as intended.

Event description:
User reported that level sensor did not alert user when fluid was not detected. There was no patient harm.